Event description:
It was reported that during central processing, part of the leg of the 6mm fenestrated bipolar forceps instrument broke off. The instrument was still intact when removed from the abdomen. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.